Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. During implant procedure it was noted that the physician had tried multiple positions for this lead. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).